Event description:
It was reported that the pt was unable to adjust stimulation and could not access program a on the programmer after walking through a (B)(6). The company representative also noted that numerous pts are reporting shocking/jolting sensation as they walk through (B)(6). The pt did have access to program b on the programmer. He met with the company rep and felt the stimulation increase but could not see it on the programmer. The company rep reprogrammed the neurostimulator with the missing active program (program a) and replaced the pt programmer which worked fine. It was noted that the old programmer looked "beat up".

Manufacturer narrative:
(B)(4): final device analysis for programmer model 37743 lot# nke105193n showed no anomalies. The complaint could not be verified.